Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 3/31/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the coil embolization procedure that was targeting a 5mm aneurysm at the basilar artery (ba) tip, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16046) was chosen to be the final coil, but it became stuck in the concomitant sl-10® microcatheter (stryker) during insertion through the microcatheter; the coil became unraveled and could no longer be advanced. The coil was removed with the microcatheter and during removal, a previously implanted 1.5mm x 2cm galaxy g3 mini coil (glm915020 / unknown lot) also came out with the complaint coil/concomitant microcatheter unit. No information was available regarding possible coil entanglement. The entire coil was removed without any additional intervention required. Continuous flush was maintained through the microcatheter. The procedure was considered complete without the implantation of the final coil. There was no blood flow restriction or reduction as a result of the reported event. There was no report of any patient adverse event, complication or any clinically significant delay in the procedure. Images were included with the complaint. There was no report of any patient adverse event or complication. The returned device underwent evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 37 cm from the proximal end; this is within specification. The device positioning unit (dpu) was kinked. Residues of dried blood are noted on the device. Microscopic inspection was performed. The embolic coil was observed in stretched condition. Functional testing was precluded due to the condition of the embolic coil being stretched and the dpu kinked. A review of manufacturing documentation associated with this lot (l16046) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the coil embolization procedure with the target being a 5mm aneurysm at the basilar artery (ba) tip, the 1.50mm x 2.00cm galaxy g3 mini coil was the final coil chosen but it became stuck in the concomitant microcatheter and unraveled. The stretched condition observed on the embolic coil of the returned device confirmed the reported issue. The issue related to the detachable coil delivery system (dcs) being impeded in the microcatheter was not confirmed as the condition of the returned device precluded functional evaluation. There were residues of dried blood observed on the returned device, an indication that adequate flush was likely not maintained through the microcatheter during the procedure; without continuous and adequate flush maintained, the detachable coil delivery system can become impeded in the microcatheter as reported in the complaint. Coil unraveling / stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The embolic coil can become unraveled / stretched during attempts to withdraw it against resistance where extra force may have inadvertently been applied. The complaint documented that the 1.50mm x 2.00cm galaxy g3 mini coil became stuck in the concomitant microcatheter during insertion through the microcatheter where the coil became unraveled and could no longer be advanced. The microscopic inspection performed on the returned device noted that the coil was stretched and there was a kink on the dpu. The microscopic observation is consistent with the reported issue in the complaint. Residues of dried blood was also observed on the returned device. This suggest that adequate flush may not have been maintained through the microcatheter during the procedure, which would result in the coil becoming stuck in the microcatheter during insertion and prompted force to be applied in the attempt to advance the coil inside the microcatheter lumen. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil, thus, it is unlikely that the 1.50mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition and with the dpu with the observed kinked area. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00059 and 3008114965-2020-00071. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ as the reason for non-evaluation. If the device returns, a device investigation will be performed. The images that were included in the complaint underwent an independent physician review. The physician review is documented as follows: "I have reviewed the case and the images that were provided. There is very limited information related to this case. While it is hard to determine a conclusively due to the limited information, I suspect based on the provided information, the issue reported occurred because the second to last coil either did not clear the tip of the microcatheter prior to detachment or after detachment it re-entered the tip of the microcatheter. This is not an uncommon event nor is it an event that is specific to cerenovus coils. The issue that occurs is if the tail of a previous coil is within the tip of the microcatheter, as a subsequent coil is attempted to be delivered, the two coils lock together in the tip of the microcatheter due to an ¿interference¿ modeling. When that happens, it is nearly impossible to withdraw the coil without stretching it, and when you attempt to remove the microcatheter both coils are removed with it. Again, this is not an issue specific to cerenovus coils nor is it an issue with the coils themselves. This is a technical error that can occur ¿ most commonly at the end of the procedure when it is difficult to visualize the tip of the microcatheter secondary to the coil mass." Physician name and date reviewed: (B)(6), march 19, 2020. Further investigation will be performed once the complaint device is returned and received for evaluation and analysis. A review of manufacturing documentation associated with this lot (l16046) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00071. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure that was targeting a 5mm aneurysm at the basilar artery (ba) tip, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16046) was chosen to be the final coil, but it became stuck in the concomitant sl-10® microcatheter (stryker) during insertion through the microcatheter; the coil became unraveled and could no longer be advanced. The coil was removed with the microcatheter and during removal, a previously implanted 1.5mm x 2cm galaxy g3 mini coil (glm915020 / unknown lot) also came out with the complaint coil/concomitant microcatheter unit. No information was available regarding possible coil entanglement. The entire coil was removed without any additional intervention required. Continuous flush was maintained through the microcatheter. The procedure was considered complete without the implantantion of the final coil. There was no blood flow restriction or reduction as a result of the reported event. There was no report of any patient adverse event, complication or any clinically significant delay in the procedure. Images were included with the complaint. There was no report of any patient adverse event or complication.